Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room and were hospitalized for high blood glucose and blood glucose were unable to get down on (B)(6) 2020 with blood glucose level was 390 mg/dl. Customer experienced symptoms such as nausea, vomiting, abdominal pain, difficulty in breathing, blurred vision. Customer was treated with intravenous insulin. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.